Event description:
The healthcare provider reported via manufacture representative that they had a patient whose device was attempted to be removed and unfortunately the lead broke and fragmented lead remains insitu. The patient does not have another ins just the partial lead remaining.

Manufacturer narrative:
Continuation of d10: product ID 309328 lot# 0208836036 implanted: (B)(6) 2015 explanted: (B)(6)2020 product type lead b5 has been updated to include information previously captured in [2182207-2021-01681] as it was determined that this information pertains to this report instead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical devices: product ID: 309328, lot# 0208836036, implanted: (B)(6) 2015, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 309328, serial/lot #: (B)(4), ubd: 25-sep-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacture representative reported that the lead had fragmented on removal and a lead segment remains in situ. The customer had reported that there was a lead fractured on removal on (B)(6) 2020. Additional information received reported that the patient requested removal due to poor symptom control and pain in the area of the implant. The xray was reviewed for possible removal at a later date.